Event description:
It was reported that the screen of the gastrointestinal videoscope became blurred and indistinct. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to corrections required. Updated fields: d4 - unique device identifier (UDI) #1, d8, d9, h2, h3, h4, h6, h11. Corrected fields: e1 - last name and e4. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.